Manufacturer narrative:
A 2000e china product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 25065231. The feedback provided by the customer states that, "found that the positive pressure connector could not be pushed." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 25065231 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer.

Event description:
It was reported that bd alaris smartsite needle free valve was occluded the following information was received by the initial reporter with the following verbatim when connecting the IV catheter to the positive pressure connector and testing for patency, it was found that the positive pressure connector could not be pushed.

Event description:
No additional information.

Manufacturer narrative:
Investigation result: two 2000e china samples were received in sealed packaging from lot 25065231 for investigation. Two empty embrace 5ml pre-filled syringes were also received to aid the investigation. The customer reported that "when connecting the IV catheter to the positive pressure connector and testing for patency, it was found that the positive pressure connector could not be pushed." A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned samples were subjected to functional testing by priming and flushing using the returned syringes and no restriction or occlusion was observed. Furthermore analysis of the male luer of the returned syringes, did not identify any flash or raised edges. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 25065231 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. Please note, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months.